Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured and a hole was noted in front of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.